Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the clip was unable to release from the catheter. The procedure was completed. There were no patient complications reported as a result of this event. Additional information received on may 9, 2025. It was clarified that the indication of the procedure was for hemostasis. During the procedure, upon inserting the second clip, it was observed that the clip had come loose from the distal post. The procedure was completed with another of the same device.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h2: additional information: block a1 (patient identifier), block a2 (age at time of event, unit of measure - age, sex, and gender), block b5 (describe event or problem), and block e1 (initial reporter first name, initial reporter facility name, initial reporter address 2, initial reporter phone, and initial reporter email) have been updated based on the additional information received on may 9, 2025.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the clip was unable to release from the catheter. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: the returned resolution 360 clip device was analyzed. Visual evaluation was performed, and it was observed that the device was returned without the clip assembly. The device had evidence of premature deployment (yoke is attached to the control wire). No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. It is important to mention that the presence of the clip assembly is crucial to the investigation, as the reported event is directly related to this piece. To clarify the reason for the problem faced by the physician, this component must be inspected. Although the exact cause cannot be confirmed, it is most likely that this problem could be due to operational factors during the procedure, such as attempting to open the clip once it is already activated, the physician's technique during the deployment of the clip, the scope position or angle, or detachment of the capsule due to hitting a surface. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the clip was unable to release from the catheter. The procedure was completed. There were no patient complications reported as a result of this event. Additional information received on may 9, 2025. It was clarified that the indication of the procedure was for hemostasis. During the procedure, upon inserting the second clip, it was observed that the clip had come loose from the distal post. The procedure was completed with another of the same device.